Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain, severe abdominal pain") and pelvic pain ("pain, pelvic area") in an adult female patient who had essure (batch no. A45107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included augmentation mammoplasty (in 2009.), tonsillectomy & adenoidectomy (in 1997.) And smoker (quit 2011.). Current weight: 130 lbs. Concurrent conditions included body mass index normal, dysfunctional uterine bleeding, chronic cervicitis, muscle cramps (with bleeding.), bleeding genital (regularly.) And menses irregular. Concomitant products included anovlar (loestrin), lomotil with neomycin (lomotil & neomycin), medroxyprogesterone acetate (depo-provera), norethisterone acetate (aygestin), ondansetron (zofran) and tranexamic acid (lysteda). On (B)(6) 2013, the patient had essure inserted. In february 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain, dysmenorrhea"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and nausea ("nausea"). In april 2013, the patient experienced dyspareunia ("pain during intercourse") and fatigue ("fatigue"). In may 2013, the patient experienced migraine ("migraine /headaches"), headache ("migraine /headaches"), depression ("depression") and mood altered ("very moody"). In june 2013, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced procedural pain ("following the surgery, suffered a painful post-operative recovery") and abdominal pain lower ("pain, lower abdomen"). The patient was treated with ibuprofen, surgery (on or about (B)(6) 2013, underwent a right partial hysterectomy) and surgery (partial hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, pelvic pain, dysmenorrhoea, dyspareunia, procedural pain, vaginal haemorrhage, fatigue, migraine, headache, nausea, depression, mood altered, abdominal pain lower and weight increased outcome was unknown and the menorrhagia had not resolved. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, procedural pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Following the surgery, she suffered a painful post-operative recovery. 5 coils exposed in the uterus on right side. Same procedure on left with 5 coils outside tubal ostea. On (B)(6) 2018, she had partial hysterectomy, fallopian tubes and ovaries were not removed; and essure was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event abnormal bleeding (vaginal, menorrhagia), heavy bleeding outcome updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain, severe abdominal pain") and pelvic pain ("pain, pelvic area") in an adult female patient who had essure (batch no. A45107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included augmentation mammoplasty (in 2009.), tonsillectomy & adenoidectomy (in 1997.) And smoker (quit 2011.). Current weight: 130 lbs. Concurrent conditions included body mass index normal, dysfunctional uterine bleeding, chronic cervicitis, muscle cramps (with bleeding.), bleeding genital (regularly.) And menses irregular. Concomitant products included anovlar (loestrin), lomotil with neomycin (lomotil & neomycin), medroxyprogesterone acetate (depo-provera), norethisterone acetate (aygestin), ondansetron (zofran) and tranexamic acid (lysteda). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain, dysmenorrhea"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and nausea ("nausea"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced migraine ("migraine /headaches"), headache ("migraine /headaches"), depression ("depression") and mood altered ("very moody"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced procedural pain ("following the surgery, suffered a painful post-operative recovery") and abdominal pain lower ("pain, lower abdomen"). The patient was treated with ibuprofen, surgery (on or about (B)(6) 2013, underwent a right partial hysterectomy) and surgery (partial hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, pelvic pain, dysmenorrhoea, dyspareunia, procedural pain, menorrhagia, vaginal haemorrhage, fatigue, migraine, headache, nausea, depression, mood altered, abdominal pain lower and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, procedural pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Following the surgery, she suffered a painful post-operative recovery. 5 coils exposed in the uterus on right side. Same procedure on left with 5 coils outside tubal ostea. On (B)(6) 2018, she had partial hysterectomy, fallopian tubes and ovaries were not removed; and essure was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and mr received: new reporters, patient demographic information, product indication, onset and removal dates updated, treatment medication, concomitant disease and medication, new events vaginal haemorrhage, menorrhagia, fatigue, nausea, depression, mood altered, pelvic pain and abdominal pain lower were added. On 13-mar-2018: fu1 and fu2 processed together. Medical record was received reporter information, concomitant disease, historical conditions was added from mr. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain, severe abdominal pain") and pelvic pain ("pain, pelvic area") in an adult female patient who had essure (batch no. A45107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included augmentation mammoplasty (in 2009.), tonsillectomy & adenoidectomy (in 1997.) And smoker (quit 2011.). Current weight: 130 lbs. Concurrent conditions included body mass index normal, dysfunctional uterine bleeding, chronic cervicitis, muscle cramps (with bleeding.), bleeding genital (regularly.) And menses irregular. Concomitant products included anovlar (loestrin), lomotil with neomycin (lomotil & neomycin), medroxyprogesterone acetate (depo-provera), norethisterone acetate (aygestin), ondansetron (zofran) and tranexamic acid (lysteda). On (B)(6) 2013, the patient had essure inserted. In february 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain, dysmenorrhea"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and nausea ("nausea"). In april 2013, the patient experienced dyspareunia ("pain during intercourse") and fatigue ("fatigue"). In may 2013, the patient experienced migraine ("migraine /headaches"), headache ("migraine /headaches"), depression ("depression") and mood altered ("very moody"). In june 2013, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced procedural pain ("following the surgery, suffered a painful post-operative recovery") and abdominal pain lower ("pain, lower abdomen"). The patient was treated with ibuprofen, surgery (on or about (B)(6) 2013, underwent a right partial hysterectomy) and surgery (partial hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, pelvic pain, dysmenorrhoea, dyspareunia, procedural pain, vaginal haemorrhage, fatigue, migraine, headache, nausea, depression, mood altered, abdominal pain lower and weight increased outcome was unknown and the menorrhagia had not resolved. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, procedural pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Following the surgery, she suffered a painful post-operative recovery. 5 coils exposed in the uterus on right side. Same procedure on left with 5 coils outside tubal ostea. On (B)(6) 2018, she had partial hysterectomy, fallopian tubes and ovaries were not removed; and essure was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Hysterosalpingogram - on 6-may-2013: confirming full occlusion of fallopian tubes concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical complaint update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse") and procedural pain ("following the surgery, suffered a painful post-operative recovery"). The patient was treated with surgery (or about (B)(6) 2013, underwent a right partial hysterectomy). At the time of the report, the abdominal pain, dysmenorrhoea, weight fluctuation, dyspareunia and procedural pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, procedural pain and weight fluctuation to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Following the surgery, she suffered a painful post-operative recovery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.